Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2023. Block d6b: explant date: (B)(6) 2023 additional suspect medical device component involved in the event: model number/catalog number: sc-8416-70 serial number: (B)(6) batch/lot number: 7070985 model/catalog description: artisan MRI paddle lead 70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure during a non-device related surgery. Following the procedure, it was reported that the patient experienced a reduction in pain. The patient was doing well postoperatively, and the explanted devices were not returned per facility policy.